Event description:
It was reported that the patient underwent a revision wherein the ipg was replaced and a lead was added due to an unknown reason. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.